Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Wife stated that one the alarm is cleared the insulin pump begins rewinding. Customer was able to resolve the alarm with a set change. Customer's blood glucose reading at the time of the call was 400 mg/dl and has treated with a manual injection. No further information reported.